Event description:
Patient hospitalized for hyperglycemia. Patient was not very forthcoming with details, however did admit that they did not rotate infusion sites as recommended. Device not returned for analysis.